Event description:
It was reported that this artificial urinary sphincter (aus) pressure regulating balloon (prb) was leaking. The aus was explanted and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The balloon, cuff, and pump were visually inspected, and leak tested with no abnormalities or leaks identified. The balloon also passed the functional testing performed. Functional testing of the pump identified that the component did not perform within product specifications for the low flow rate test. Based on the information available, the cause the reported allegation could not be confirmed, but the pump not passing functional testing could contribute to the device not operating as intended. A conclusion of cause traced to component failure was chosen.

Event description:
It was reported that this artificial urinary sphincter (aus) pressure regulating balloon (prb) was leaking. The aus was explanted and replaced with a new device. There were no patient complications reported.